Manufacturer narrative:
The suspect interface cable has been received by the manufacturer for evaluation. The reported issue was confirmed as the interface cable when tested failed bench test and gbit test. Cable length was shorter than expected length. 1000t and continuity test passed. Visual inspection confirm grounded hook connector chopped off possibly from de installation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the representative replaced the interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system and viewing station of the imaging system could not establish a connection. There was no patient present when this issue was identified. No additional information was provided.